Event description:
It was reported that this right ventricular (rv) lead slack was gone and is "getting tight" after the atrioventricular (av) node ablation. Physician felt it is because patients' heart is getting larger. Boston scientific technical services (ts) discussed to monitor threshold and sensing. Additional information indicated that this rv lead exhibited pacing impedance out of range at less than 200 ohms and high pacing threshold. Health care professional (hcp) confirmed congenital heart block and av node ablation. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead slack was gone and is "getting tight" after the atrioventricular (av) node ablation. Physician felt it is because patients' heart is getting larger. Boston scientific technical services (ts) discussed to monitor threshold and sensing. Additional information indicated that this rv lead exhibited pacing impedance out of range at less than 200 ohms and high pacing threshold. Health care professional (hcp) confirmed congenital heart block and av node ablation. This lead remains in service. No adverse patient effects were reported. Additional information stated that patient is scheduled for a surgical procedure and hcp wanted to program left ventricular (lv) only due to rv lead anomaly. Also, ts discussed electrocautery protection mode parameters.

Event description:
It was reported that this right ventricular (rv) lead slack was gone and is "getting tight" after the atrioventricular (av) node ablation. Physician felt it is because patients' heart is getting larger. Boston scientific technical services (ts) discussed to monitor threshold and sensing. Additional information indicated that this rv lead exhibited pacing impedance out of range at less than 200 ohms and high pacing threshold. Health care professional (hcp) confirmed congenital heart block and av node ablation. This lead remains in service. No adverse patient effects were reported. Additional information stated that patient is scheduled for a surgical procedure and hcp wanted to program left ventricular (lv) only due to rv lead anomaly. Also, ts discussed electrocautery protection mode parameters. Additional information indicated that this lead was explanted and replaced. No additional adverse patient effects were reported. Additional information from local representative stating that one of the reason the lead was explanted was lead exhibited noise.

Event description:
It was reported that this right ventricular (rv) lead slack was gone and is "getting tight" after the atrioventricular (av) node ablation. Physician felt it is because patients' heart is getting larger. Boston scientific technical services (ts) discussed to monitor threshold and sensing. Additional information indicated that this rv lead exhibited pacing impedance out of range at less than 200 ohms and high pacing threshold. Health care professional (hcp) confirmed congenital heart block and av node ablation. This lead remains in service. No adverse patient effects were reported. Additional information stated that patient is scheduled for a surgical procedure and hcp wanted to program left ventricular (lv) only due to rv lead anomaly. Also, ts discussed electrocautery protection mode parameters. Additional information indicated that this lead was explanted and replaced. No additional adverse patient effects were reported.